Event description:
The manufacturer received information alleging a patient expired while the ventilator was in use. The device's downloaded event log was reviewed. On the day of the alleged event the device alarmed for a circuit disconnect alarm condition to alert the caregiver for approximately 12 minutes without the alarms being acknowledged. The device was returned to the manufacturer for evaluation and passed all testing. The issue appears to have been caused by user error.